Event description:
It was reported that the customer was hospitalized for dka. There were no significant events noted prior to the hospitalization. It was indicated that the md could not determine the cause of the event. The customer's friend declined to troubleshoot at the time of the call. The contact was advised to have the customer call back to troubleshoot. No further details.